Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a stopcock ¿split¿ and leaked. At 17:09, the stopcock was connected to a dobutamine bag, and no leakage was observed at 22:00 during shift change. The medical staff ¿confirmed the stopcock was not overtightened.¿ at an unknown time, the patient¿s blood pressure dropped to 80/42 mmhg. Upon further inspection the staff noted the cvc one-lumen tube returned blood; however, one of the three-way channels on the stopcock had split, causing fluid leakage and preventing drug administration. The stopcock was immediately replaced, and the patient¿s blood pressure gradually returned to normal. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h3, h4, h6 and h11. H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional air passage and underwater leak testing and the sets performed according to product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.